Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reported failure of the probe breaking off was confirmed. The probe was broken off at 12mm from the tip. In addition, the following reportable malfunction of a torn tissue pad was identified during the device evaluation. The tissue pad in the grasping section was worn and partially torn away. Based on the investigation, the exact cause of the event could not be definitively determined. However, previous investigation findings suggest the reported issue likely occurred through the following mechanism: the grasping section was closed without tissue in place while the output was activated (including after tissue resection). This caused the tissue pad to wear and partially tear. As the pad deteriorated, the grasping section and probe came into contact. The output was then activated while they were in contact, resulting in a contact mark. The force applied during output activation or tissue grasping generated cracks at the scratched area. Ultimately, the applied force caused the probe to break. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic laparoscopic appendectomy procedure, the physician removed the sonicbeat device from the patient¿s body to clean the tip. While cleaning the probe with saline solution, the probe tip broke off. The breakage occurred outside the patient¿s body, and no fragment detached inside the patient. The procedure was successfully completed using a backup olympus device. There was no report of patient harm associated with this event.